Event description:
It was initially reported by an edwards united kingdom affiliate, that during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system and valve could not be introduced past the partial expandable portion of the esheath+ despite maneuvers. On fluoroscopy, it was observed that the commander delivery system was "straining". It was decided to remove the devices. Upon retrieving the esheath+ with the commander delivery system as one unit, the valve stent frame was observed to be protruding out of the esheath+, and the flex tip was off the valve. Devices from a new kit were prepared and the valve was deployed successfully. The patient remained stable throughout procedure. The device was returned for evaluation, and pre-decontamination observations showed the esheath+ distal tip was torn. However, upon further evaluation of the returned device, the distal tip was observed to be split.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the crimped valve was stuck inside of strain relief with one protruding thv strut, the liner was partially expanded 7 cm in length with remainder of liner unexpanded, the tip was partially opened along axial score line, and also split proximally with some damage/stretching. There was also damage present near the distal edge of the liner, soft tip damage, and scratches on distal tip. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images were provided by the site, and the following was observed: calcification and tortuosity was present in the access vessels. Procedural video was provided as well, and there appears to be some resistance while advancing commander delivery system through sheath. The struts of the valve were protruding into the strain relief. In this case, the reported event distal tip split was confirmed based on evaluation of the returned device. Review of the device history record and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. Evaluation of returned device revealed presence of partially opened/split tip, soft tip damage, and scratches on distal shaft. Therefore, it is likely that the presence of calcium acted as a physical barrier during sheath insertion and or created a constrained condition, leading to the reported resistance. The presence of tortuous anatomy could also result in challenging insertion trajectories by promoting non axiality. If high push forces were applied to overcome the associated resistance, this could cause the sheath tip to sustain damage through unfavored interactions with sharp calcium nodules. As such, available information suggests that patient (calcification, tortuosity) and procedural (high push forces) factors may have contributed to this complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system and valve could not be introduced past the partial expandable portion of the esheath+ despite maneuvers. On fluoroscopy, it was observed that the commander delivery system was "straining". It was decided to remove the devices. Upon retrieving the esheath+ with the commander delivery system as one unit, the valve stent frame was observed to be protruding out of the esheath+, and the flex tip was off the valve. Devices from a new kit were prepared and the valve was deployed successfully. The patient remained stable throughout procedure. The device was returned for evaluation, and pre-decontamination observations showed the esheath+ distal tip was torn.